Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: b5, h6 (health effect ¿ impact codes) (B)(6) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to replicate the failure. The fse found that the customer was not using the catheter extension tubing, and this was the cause of the issue. Device passed all functional and safety tests according to factory specifications.

Event description:
It was reported that during training sessions, the cardiosave intra-aortic balloon pump (iabp) had multi autofill errors. The tank was open, balloon was not twisted. There was no patient involvement and no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training sessions, the cardiosave intra-aortic balloon pump (iabp) had multi autofill errors. The tank was open, balloon was not twisted. There was no harm reported.